Manufacturer narrative:
The reported meter was returned and investigated with retained strips. Visual inspection has been performed on the returned meter and no issues were observed. Meter powered on with button depression and with strip insertion. Control solution testing was performed and no issues were observed. All results were within range specification and no errors were observed during control solution testing. No malfunction or product deficiency was identified the reported test strips have not been returned. An extended investigation also has been performed for the reported complaint and there was no indication that the product did not meet specifications. The (device history review) DHR for the freestyle strip was reviewed. The DHR showed the freestyle strip passed all tests prior to release. Retain testing was performed for freestyle strip and all units performed in the specification and passed. If the reported strips is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
A healthcare provider reported that a patient/customer received unspecified readings from his adc blood glucose meter, which were believed to be erroneous. Caller further reported that approximately two months ago the patient/customer was rushed to the emergency room where he was treated with unspecified intravenous fluids. No additional information was provided as the caller declined to continue troubleshooting and ended the call. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The actual date when the medical event occurred is unknown. The date listed in section is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A healthcare provider reported that a patient/customer received unspecified readings from his adc blood glucose meter, which were believed to be erroneous. Caller further reported that approximately two months ago the patient/customer was rushed to the emergency room where he was treated with unspecified intravenous fluids. No additional information was provided as the caller declined to continue troubleshooting and ended the call. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The actual date when the medical event occurred is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted. The initial MDR omitted an outcome attributed to ae. The correct outcome: required intervention has been added to this correction.

Event description:
A healthcare provider reported that a patient/customer received unspecified readings from his adc blood glucose meter, which were believed to be erroneous. Caller further reported that approximately two months ago the patient/customer was rushed to the emergency room where he was treated with unspecified intravenous fluids. No additional information was provided as the caller declined to continue troubleshooting and ended the call. There was no report of death or permanent injury associated with this event.